Manufacturer narrative:
(B)(4). A sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a flogard compatible blood set was being primed with blood through the set and approximately 20mls of blood leaked from the 2nd filter. The nurse noticed a small cut in the set. No was patient involved. No additional information is available.